Manufacturer narrative:
Two photos and two partial samples of medex¿ logical® pressure monitoring systems were provided for investigation. A visual inspection was performed and the trigger flush body was found to be deformed. The body and plug of the device were also found to be damage. Functional testing was performed and leakage was observed at the bottom section of the trigger flush. The root cause was determined to be a defective molded component. The root cause for the defective component was unknown. The complaint was confirmed.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that leakage of the solution occurred in a medex logical pressure monitoring system. It was noted that misassemble and improper use was ruled out as a probable cause. No injury was reported.